Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction of the device failing self-test for ECG was duplicated and attributed to a faulty integrated circuit on the monitor board. The malfunction of the device shutting down was observed in the device history log, but not duplicated under test. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Additional product code: drt. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device shut down inappropriately. The device also failed the power on self-test for ECG. Complainant did not indicate that there was any patient involvement in the reported malfunction.